Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was very cracked and damaged and something was loose inside the housing. It was determined that the device would not charge the battery devices. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling/user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a function test, it was discovered that the universal battery charger device did not charge the battery devices. The reporter stated that the device was used for training purposes only. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.